Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user entered an incorrect body weight of 59 lb instead of 159 lb, which led to hyperglycemia and prompted a factory reset and app reset with support. Symptoms included elevated blood glucose with a peak of 428 mg/dl, headache, feeling unwell, and irritability. Outcomes included device alerts for glucose above 300 mg/dl for over 90 minutes and approximately 3 hours above 180 mg/dl, with no use of backup therapy, no ketone testing reported, no medical intervention, and no need for assistance. Investigation included troubleshooting and education, including guided factory reset and correction of the weight setting. Investigation of this case revealed user input error leading to inappropriate therapy calculations; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was attributed to user error of incorrect weight entry in the device settings, causing subsequent hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.